Event description:
A surgeon reports a capsule that tore/broke during intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.